Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed power on reset events had occurred. During investigation, the pump was returned with a cracked battery compartment at the left side of the grip from the threads to the case seal. The battery cap was stripped and was unable to secure to power on the pump. A test battery cap was able secure enough and power up the pump. A 12 hour duration test was completed with a test cap and no power losses or reboots were duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; intermittent power. The battery compartment is reportedly cracked. The reporter denied battery cap damage or moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.